Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported the handpiece lost phacomulsification power during a cataract procedure. The handpiece was exchanged to complete the case. There was no harm to the patient.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, the phaco handpiece was returned for evaluation. The phaco handpiece was manufactured on november 25, 2014. Based on qa assessment, the product met specifications at the time of release. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this product. Phaco handpiece was received for evaluation. A visual assessment of the returned sample revealed a small hole in the handpiece strain relief of the cable. Functional testing was performed on the returned handpiece. The handpiece was able to successfully pass the ground resistance test. The handpiece was then connected to a calibrated system, in which it was able to prime and tune. A stroke test was performed to check the ultrasound and torsional stroke lengths and both were found to meet specification. Although the handpiece had a tear in the strain relief sheath, the handpiece did meet functional test requirements. How or why the tear in strain relief sheath occurred, cannot be conclusively determined. (B)(4).